Event description:
A (B)(6) year old underwent explant of pacemaker generator implanted (B)(6) 2004 due to generator failure.

Manufacturer narrative:
Event conclusion: a new pacemaker and lead were successfully implanted. At this time, no additional info is available and no products have been returned for analysis. If additional info becomes available, this event will be updated.